Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure of the right hip on (B)(6) 2007. A review of the invoice history indicates patient underwent a bilateral total hip arthroplasty on (B)(6) 2003; however, an invoice could not be located to confirm the revision procedure and which components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a right hip revision on (B)(6) 2006 due to pain and clunking sensation. Operative report further noted the presence of an abnormal lesion, stem malpositioned, loose and migrated acetabular cup and subluxation. All components were removed and replaced with competitor components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2014-05365/05368 & 2015-01154).